Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction alarm issue was verified. Additionally, the alleged shutdown issue could not be verified due to the malfunction alarm issue.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Subsequently, a malfunction alarm occurred. Customer's blood glucose level was 346 mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.